Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the alleged complaint could not be confirmed. Evaluation found the device passed the probe check, the seal button and seal and cut button could activate the device and the function test was passed. A visual inspection was done. The wiper movement was normal, the consistency of movement of the handle and jaw was normal, the handle load was normal, and the rotation of the knob torque was normal and smooth. The distal end of the device was inspected under a microscope and contact marks in the probe and non-insulated area of the grasping section was detected. The exposed metal on the jaw caused a short circuit error when the jaw was fully closed due to the metal-to-metal contact and when activating the seal button or seal and cut button. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the thunderbeat 5 mm, 35 cm, front-actuated grip type s had a u504 error. The surgeon was cutting the fallopian tube during a therapeutic procedure and due to adhesiolysis a ligating clip was in the encapsulated tissue, which made contact with the hand piece. This caused a u504 probe error. Another hand piece was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the tissue pad was worn away causing the non-insulated area of the grasping section to touch the probe. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to the following: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, causing the tissue pad to wear intensively. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.